Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after changing the battery due to low battery alarm. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S.w version 4.11j. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, battery cap cracked/damaged and battery cap contact missing found on 28-jan-2022. Unable to confirm battery cap cracked/damaged and battery cap contact missing due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 01/21/2022 01:05:00.000, 01/23/2022 10:26:00.000, 01/25/2022 17:08:00.000, 01/27/2022 19:20:00.000. Insert battery alarm was recorded and found in the formatted history file on: 01/21/2022 01:25:54.000, 01/21/2022 01:26:12.000, 01/23/2022 10:41:48.000, 01/25/2022 19:31:53.000, 01/27/2022 19:23:17.000, 01/28/2022 21:12:37.000 to 01/28/2022 21:12:37.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: 01/28/2022 21:14:05.000. And power loss alarm was recorded and found in the formatted history file on: 01/28/2022 21:45:11.000. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement, suspected on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Unable to confirm battery cap cracked/damaged and battery cap contact missing due to pump received without the original battery cap. Battery cap cracked/damaged and battery cap contact missing were unknown. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.